Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported a small tag during laser assisted cataract surgery which caused a weakened area that tore radially during hydro-dissection. No vitreous presented. The cataract was removed and the planned intraocular lens was used. There was no patient impact.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).